Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a total hysterectomy approximately 3 years after essure insertion. She also reported excessive bleeding, interpreted as genital bleeding. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain, as well as genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 20-apr-2016. It refers to the female consumer/plaintiff who had essure (fallopian tube occlusion insert) on (B)(6) 2011. A few months after the birth of her third child, on or about the fall of 2011, plaintiff contacted her physician to discuss her birth control options and she decided to have essure implanted. Shortly after implant of the essure device, plaintiff began to experience extreme, debilitating pelvic pain and cramping, excessive abnormal bleeding, a vaginal infection treated with antibiotics, a rash below her belly button and dyspareunia. These symptoms continued and lead to causing her to be anxious and depressed. As a result of these symptoms, plaintiff sought treatment on several occasions. In (B)(6) 2011 or (B)(6) 2012, she underwent a vaginal ultrasound to determine the cause of her symptoms but was told that she was fine and the ultrasound did not show any issues. Following the requisite time period after implantation of essure, on or about (B)(6) 2012, the plaintiff had a hysterosalpingogram test that showed that an essure coil had migrated from her fallopian tube and perforated her uterus, requiring that she undergo a hysterectomy. On (B)(6) 2012, plaintiff was required to undergo a total hysterectomy with removal of the essure devices. As a result of having to undergo a total hysterectomy, plaintiff suffered pain and now has urinary retention and voiding issues that she never had previously. She finds these issues to be quite embarrassing and they cause her much anxiety. Because of the requirement to undergo hysterectomy with removal of the essure devices, plaintiff has been left with deformity of her belly button and abdomen and scarring. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and an essure coil migrated from her fallopian tube and perforated her uterus. She underwent a total hysterectomy (5 months after essure placement) and the device was removed. Later, she developed urinary retention. Uterine perforation is listed according to essure's reference safety information, while urinary retention is unlisted. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure and can result in pelvic pain and abnormal genital bleeding. In this particular case, the patient developed pelvic pain and excessive abnormal bleeding shortly after essure insertion. She was submitted to a hysterosalpingogram test that showed that an essure coil had migrated from her fallopian tube and perforated her uterus, requiring that she undergo a hysterectomy. Although the exact mechanism of the reported perforation was not known; given event's nature causality with the suspect insert cannot be excluded. The reported urinary retention was considered as unrelated to essure, given event's nature and based on device safety profile. This case was regarded as incident, since device removal was required. Other non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had migrated from her fallopian tube and perforated her uterus/ malposition of essure device: right coil extends into uterine horn/migration of essure: essure found perforating uterus during hysterosalpingogram/migration of essure device") and urinary retention ("urinary retention") in a 29-year-old female patient who had essure (batch no: 796906, 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (on (B)(6) 2005, on (B)(6) 2008 and on (B)(6) 2011) in 2011, multigravida, vaginal hysterectomy on (B)(6) 2012, labial operation nos, inguinal hernia repair and yeast infection. On (B)(6) 2011 or on (B)(6) 2012 vaginal ultrasound: did not show any issues. On (B)(6) 2012 total hysterectomy with removal of the essure devices. On (B)(6) 2012 bilateral tubal occlusion, end of right coil is extended into right uterine horn. On (B)(6) 2011, transvaginal: conclusion: 1. Status-post placement of an essure device with the micro insert in normal position. 2. Normal sonographic appearance of the endometrium. On (B)(6) 2011: ultrasound, pelvis: findings: essure visualized. Left side appeared more out of left than right. Patient having ¿rubbing¿ sensation on left. Previously administered products included for an unreported indication: yaz from 2005 to on (B)(6) 2011. Concurrent conditions included overweight, metrorrhagia, vulvovaginal candidiasis, vaginal burning sensation and irregular menstruation. Family history included cancer, hypertension and diabetes mellitus. Concomitant products included drospirenone;ethinylestradiol (yasmin) on (B)(6) 2011 to on (B)(6) 2012 for vaginal bleeding, menorrhagia, dysmenorrhea and pain as well as azithromycin since on (B)(6) 2012, drospirenone + ethinylestradiol (yaz), fluconazole since on (B)(6) 2012, ibuprofen since on (B)(6) 2012, magnesium citrate since on (B)(6) 2012 and salbutamol sulfate (albuterol sulfate) since on (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with genital haemorrhage and pelvic pain. On (B)(6) 2012, the patient experienced rash ("rash below her belly button/rashes") and skin disorder ("skin condition"). On an unknown date, the patient experienced urinary retention (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the second episode of dyspareunia ("dyspareunia"), anxiety ("anxious/anxiety"), depression ("depressed"), dysuria ("voiding issues"), scar ("deformity of her belly button and abdomen and scar") and abdominal pain ("abdominal area pain"). The patient was treated with antibiotics and surgery (on (B)(6) 2012, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, urinary retention, vaginal infection, rash, the last episode of dyspareunia, anxiety, depression, dysuria, scar, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, weight decreased and skin disorder outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dysuria, fatigue, menorrhagia, rash, scar, skin disorder, urinary retention, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: patient having ¿rubbing¿ sensation on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Lot number: 796906, manufacture date: 2010-11, expiration date: 2013-11. Lot number: 846835, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had migrated from her fallopian tube and perforated her uterus/ malposition of essure device: right coil extends into uterine horn/migration of essure: essure found perforating uterus during hysterosalpingogram") and urinary retention ("urinary retention") in a 29-year-old female patient who had essure (batch no. 796906, 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) 2005, (B)(6) 2008 and (B)(6) 2011) in 2011, multigravida, vaginal hysterectomy on (B)(6) 2012, labial operation nos and inguinal hernia repair. Previously administered products included for an unreported indication: yaz from 2005 to (B)(6) 2011. Concurrent conditions included overweight, metrorrhagia, vulvovaginal candidiasis and vaginal burning sensation. Family history included cancer, hypertension and diabetes mellitus. Concomitant products included azithromycin since 3-apr-2012, drospirenone w/ethinylestradiol (yasmin) (B)(6) 2011 to (B)(6) 2012, fluconazole since (B)(6) 2012, ibuprofen since (B)(6) 2012, magnesium citrate since (B)(6) 2012 and salbutamol sulfate (albuterol sulfate) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with genital haemorrhage and pelvic pain. On (B)(6) 2012, the patient experienced rash ("rash below her belly button/rashes") and skin disorder ("skin condition"). On an unknown date, the patient experienced urinary retention (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the second episode of dyspareunia ("dyspareunia"), anxiety ("anxious/anxiety"), depression ("depressed"), dysuria ("voiding issues"), scar ("deformity of her belly button and abdomen and scar"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal area pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, urinary retention, vaginal infection, rash, the last episode of dyspareunia, anxiety, depression, dysuria, scar, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, weight decreased and skin disorder outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dysuria, fatigue, menorrhagia, rash, scar, skin disorder, urinary retention, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2011 or (B)(6) 2012 vaginal ultrasound: did not show any issues. (B)(6) 2012 hsg test: showed that an essure coil had migrated from her fallopian tube and perforated her uterus; requiring that she undergo a hysterectomy. (B)(6) 2012 total hysterectomy with removal of the essure devices. (B)(6) 2012 bilateral tubal occlusion, end of right coil is extended into right uterine horn. On (B)(6) 2011, transvaginal: conclusion: 1. Status-post placement of an essure device with the microinsert in normal position. 2. Normal sonographic appearance of the endometrium. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication,lab test, lot number were added. Events vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, skin disorder and abdominal pain were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.